Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device inhibited pacing for less than 30 seconds during a generator change out due to electrocautery usage. The lead was quickly plugged into the new device and the pacing was resumed. The patient was stable post procedure, and will continue to be monitored.

Manufacturer narrative:
The reported pacing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. It was believed noise during electrocautery may have caused the momentary loss of pacing.